Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 27-dec-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the reported issue. Fse cleaned and lubricated the y-axis rails and ran quality controls (qc). All results were within acceptable range and the errors cleared. The g8 instrument was performing as intended. No further action is required. A 13-month complaint history review and service history review for serial number (B)(4) from 26-nov-2016 through 26-dec-2017 for similar complaints were performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states the following: a 708 x1-axis error is generated when there is operation error in x1-axis. The countermeasure for the customer is to inspect x1-axis and execute sl.rotate. A 709 y1-axis error is generated when there is operation error in y1-axis. The countermeasure for the customer is to inspect y1-axis and execute smp.reset. A 710 z1-axis error is an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error is generated when there is an operation error in z1-axis. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Errors that do not interrupt the assay run. When the following errors occur, a message will be displayed, but the assay will continue. The solution is for the customer to inspect z1-axis. Execute smp.reset. The most probable cause of the reported event was due to dirty sample y-axis rails.

Event description:
On (B)(6) 2017, customer reported getting 708 x1-axis, 709 y1-axis, and 710 z1-axis errors on the g8 instrument. Customer noted that after replacing the sample needle, the errors persisted. On (B)(6) 2017, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: see sections: f9; h4.